Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the no image issue was due to a printed circuit board failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center's monitor image and touch panel image did not appear. This issue was found during preparation for use. There were no reports of patient harm or injury.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over one (1) year, since the subject device was manufactured. A definitive root cause was not identified. However, based on the results of the investigation, the probable cause of the malfunction would likely, be a failure of the printed circuit board. Therefore, the image is not displayed on the monitor and the touch panel. Olympus will continue to monitor field performance for this device.